Event description:
It was reported that catheter fracture occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the catheter was noted to be fractured. Another catheter was used to complete the procedure. There were no patient complications.